Event description:
It was reported that the customer's insulin pump was vibrating too much when her blood glucose was high. The customer's blood glucose was unknown. The customer stated she would receive six alarms instead of four alarms when she had high blood glucose. The customer stated that vibrate mode was on and that the battery was not low. The customer stated that the insulin pump vibrated during the vibrate test. Advised to monitor the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The vibration functioned properly during the self-test. However, the insulin pump had a loud vibration due to the vibrator adhesive not adhering. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.